Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 30 mm amplatzer septal occluder was implanted using an unknown delivery system. The device was placed for closure of a large post-infarct ventricular septal defect measuring approximately 22¿25 mm, with device sizing determined by echocardiography and angiography. The procedure was guided using transesophageal echocardiography (tee) and fluoroscopy, and a stability check was performed with no residual leak detected around the device. The implantation was initially reported as successful, with no difficulty during deployment and no need for recapture or repositioning. On (B)(6) 2026, the device was reported as embolized, having completely dislodged from the intended implant site. Although the imaging modality that identified the embolization was unknown, it was believed by the implanter that removal of the impella device may have inadvertently engaged the occluder and caused displacement. The occluder subsequently migrated but remained within the left ventricle, without causing partial or complete obstruction of blood flow. The patient experienced ectopy but no other reported clinical instability. The device was surgically retrieved during an urgent procedure, and the patient was reported to be doing well following the intervention.